Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint devices were received and evaluated. Visual observation reveals that the first anchor is broken transversally along the cortical threads however; no structural anomalies were noted on the second anchor. This complaint can be confirmed. It has been reported that a healix knotless awl was used to create the bone hole during procedure. The IFU instructs using an awl-tap for this anchor. Using only an awl in a good/ hard bone could lead to an increased risk of anchor breakage while inserting. Since the second anchor was inserted into the same hole, there is a chance of cross threading and the anchor not holding inside the bone hole. This failure can be attributed to user technique; failure to follow instructions for use. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-52249.

Event description:
It was reported by the sales rep that during an arthroscopic rotator cuff repair two of his healix br anchors 3.4mm failed. The sales rep stated it was the first time that the surgeon had used this product and the product was part of a limited launch. The 1st anchor broke upon insertion. The surgeon used the knotless awl 3.4mm, yellowish orange handle, to punch a hole in the femur. Then as he was twisting the anchor in it fractured while still fully on the inserter. All pieces were removed from the bone hole. The sales rep reported he view was limited but he believed the surgeon was not off axis. The surgeon then used a 2nd same device in the same bone hole. The surgeon had successfully inserted the anchor, removed the inserter, and as he was testing to check if it was secured in the bone hole the anchor pulled right out. The sales rep verified this device had no stay suture and that the surgeon used orthocord suture, double loaded. He confirmed that the suture did not detach from the ring cleats. The surgeon completed the procedure with a healix 4.5 advance anchor with no patient consequences or delay. The patient had good bone quality. The sales rep had no information regarding the patient preexisting medical conditions or medications.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Visual observation reveals that the first anchor is broken transversally along the cortical threads however; no structural anomalies were noted on the second anchor. This complaint can be confirmed. It has been reported that a healix knotless awl was used to create the bone hole during procedure. The IFU instructs using an awl-tap for this anchor. Using only an awl in a good/ hard bone could lead to an increased risk of anchor breakage while inserting. Since the second anchor was inserted into the same hole, there is a chance of cross threading and the anchor not holding inside the bone hole. This failure can be attributed to user technique; failure to follow instructions for use. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of 1devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2018-52249.